Event description:
As reported by the user facility: detailed inquiry description: the catheter was placed in labor & delivery and broke in the patients ack. Patient had to be transferred to tacoma general for removal. Unfortunately they did not keep the piece of catheter that was removed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Visual evaluation of the photo showed a used partial catheter that had been sheared off during a procedure. Although the catheter had been broken off, since it was already opened and used in a procedure, it is not believed to be the result of any manufacturing process. Per the manufacturer's investigation this defect is not likely to have happened during the manufacturing process. The user will be referred to the IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw the catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Additional information was received, customer provided batch number 0061864047, this batch is linked to item 332215. The report was updated to include the additional information. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.